Event description:
The patient reported insulin in the cartridge compartment. The patient mentioned elevated blood glucose levels of 500 mg/dl and 300 mg/dl, but denied presence of ketones and did not mention any serious injury.

Manufacturer narrative:
The cartridge was returned to animas. A leak test was performed during eval and air bubbles formed near the plunger area of the cartridge. The plunger was removed from the cartridge and a cracked/damaged front o-ring was found on the plunger.